Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was observed. The malfunction was resolved by reloading the software. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "not for patient use" message. Complainant indicated that there was no patient involvement in the reported malfunction.